Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number remains unknown. Based on the information received, the cause of the reported dissection, perforations and pericarditis remains unknown.

Event description:
The following was published in the journal of clinical medicine 12.21 multidisciplinary digital publishing institute (mdpi). (Nov 2023) in an article titled impact of vein of marshall ethanol infusion combined with anatomical ablation for the treatment of persistent atrial fibrillation: a long-term follow-up based on implantable loop recorders", martina nest: j. Clin. Med. 2023, 12, 6916. Https://doi.org/10.3390/jcm12216916. One patient experienced a dissection of the vein of marshall. Five perforations of the vein of marshall occurred. Additionally, two patients experienced acute pericarditis treated with anti-inflammatory drugs and colchicine.